Manufacturer narrative:
Product is not available for evaluation by manufacturer. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the circuit disconnected at the cuff causing a leak. The circuit was able to be reconnected by the clinician and no pt injury occurred.